Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. ¿this MDR was submitted during outage from july 22, 2026, to july 27,2026 which may result in a delay of receipt of all the acknowledgement.¿

Event description:
The customer returned the gastrointestinal videoscope to the service center for evaluation related to a separate issue. During the device analysis, the field service engineer identified foreign object inside the control section. There was no patient involvement.